Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 12.2 mmol/l (performa nano system 1) and 6.4 mmol/l (performa nano system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, customer has used them all up. The strips are no longer available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for performa nano system 2. Reference medwatch with patient identifier (B)(6) for performa nano system 1. Device will not be returned.